Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual device was returned to the manufacturing facility and the evaluation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code was used in the conclusions. A review of the device history record and the product released decision control sheet of the involved product/lot# combination confirmed that there were no indications of production related problems or discrepancies on the inspection/test results. A review of the complaint history files confirmed that the involved product/lot# combination has not been reported previously.(B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported tip separation on the misago device during a procedure. Follow up communication with the user facility reported the following information: (1) the blue silicone tip of the misago device became separated and the stent could not be used; (2) the silicone tip is in the patient at the dead end in the thrombus of the superficial femoral artery; (3) the surgeon confirmed that the tip does not have any consequence on the patients health; and (4) another stent was implanted in the patient.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt confirmed the customer's complaint. The distal tip was noted to have been fractured and separated from the main body. The separated piece was not returned for evaluation. A kink was found on the immobile part and the stent had not been deployed. An attempt was made to insert the actual sample over a factory-retained 0.014" guide wire. The guide wire became stuck at the kinked segment on the actual sample and would not advance any farther. Magnifying inspection of the distal end did not find any anomalies in the appearance. The outside diameter was measured and verified to meet manufacturing specifications. Magnifying inspection of the sliding part did not find any anomalies in the appearance. Further inspection of the sliding part under magnification revealed the generation of some abrasions on the area from the distal extremity. Some of them were noted to have occurred in the proximal direction and others in the distal direction. Magnifying inspection of the distal segment did not reveal any anomalies. The outside diameter was measured and verified to meet manufacturing specifications. Simulation testing was conducted. The distal tip component was trapped in the whole length. The immobile segment was held at one point with an application of a kink force. In this state, the test sample was withdrawn in the proximal direction. Using a pulling force the distal tip segment was observed to fracture and separate from the main body in the manner similar to the actual complaint sample. Subsequent magnifying inspection of the distal end of the catheter confirmed no generation of an anomaly and the outside diameter was verified to be comparable to that of the current product sample. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the distal tip component becoming trapped with a hard object, possibly a stenosed segment of the lesion. The device labeling does address the potential for such an event in the instructions-for-use (IFU) with statements such as the following: "if any resistance is felt during withdrawal of the delivery catheter after stent implantation, stop the procedure and determine the cause. Retraction by force could cause deformation and/or dislodgment of the stent, damage to the blood vessel and/or to the delivery catheter". All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).